Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The ventilator was not in use on a patient at the time of the event occurred. The product support engineer (pse) troubleshot this issue with the customer over the phone. The certifier measures 11.7 liters per minutes (lpm) at 10 lpm set point. The o2 baseline reads and measures zero. The pse recommended replacing the air and o2 flow sensor assemblies. Part was provided. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was failing the oxygen (o2) flow accuracy test. There was no patient involvement.